Event description:
It was reported that, during a stress test, the heart rate (hr) of this patient was low. This cardiac resynchronization therapy defibrillator (crt-d) exhibited t wave oversensing that cause the drop in the hr. The physician reprogrammed the sensitivity, and a defibrillation threshold (dft) test was scheduled. The physician was concerned about the new reprogramed and technical services (ts) discussed various options to optimize de device. The dft was performed, the sensitivity was reprogrammed, and the patient will be in continue monitor. This crt-d remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that, during a stress test, the heart rate (hr) of this patient was low. The device exhibited t wave oversensing that cause the drop in the hr. The physician reprogrammed the sensitivity, and a defibrillation threshold (dft) test was scheduled. The physician was concerned about the new reprogramed and technical services (ts) discussed various options to optimize de device.